Event description:
(B)(4). This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product endotracheal tube size 7.0mm. Customer complaining: "there was a blown cuff on a patient, had been a small leak prior to this".

Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. In the past, there have been cases of serious injuries and even fatalities reported to the FDA by other manufacturers as a result of a leaking ett/tt cuff. Although there is a potential for a serious injury, the likelihood of such an occurrence is low because this device undergoes rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the patient may require a complete re-incubation. This procedure, if carried out in expert, experienced (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.